Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed hematoma post failed biventricular device upgrade procedure. The patient experienced mild shortness of breath. Pocket was opened and an arterial bleed was noted and it was cauterized; the pocket was evacuated successfully. Post procedure fluoroscopy revealed good lead position with no pneumothorax and a normal heart border on right anterior oblique - lao view. The patient tolerated the procedure well and was in stable condition.